Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the sterile packaging was intact. Interrogation confirmed the warning message indicating to not implant the device. The fault was cleared using an engineering level programmer and the device was successfully interrogated, with no warning messages. Manual testing confirmed the device was able to sense, charge, and deliver a full energy shock with a normal charge time and a normal shock impedance measurement. A review of the device memory log files confirmed the device had multiple reset s due to memory corruption. However, the cause of the memory corruption could not be determined.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, initial interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a red warning screen stating do not implant. The device follow up report showed multiple errors and an end of life (eol) battery status. The device was removed from the implant case and a new device was implanted to complete the procedure. Technical services reviewed available device data and confirmed memory corruption had occurred, but analysis of the physical device would be needed to determine the cause. No adverse patient effects were reported.